Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: macular edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a macular edema. The lens remains implanted. The cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional information: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a macular edema. Medication was prescribed- "drugs/eye drops to reduce the oedema". The lens remains implanted and the problem was resolved. The cause of the event was reported as unknown. H6- health effect- impact code (f): 4644 should be added. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5.- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cystoid macular edema. Medication was prescribed- "drugs/eye drops to reduce the oedema". The lens remains implanted and the problem was resolved. The cause of the event was reported as unknown. An article was later published in case report, citing a case study of "early postoperative cystoid macular edema after implantation of a posterior chamber phakic intraocular lens". Reportedly, "a part from visible edema in the left eye, fundoscopy showed normal posterior eye segments. Oct of the left eye confirmed the presence of cme". Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6. Health effect- clinical code (e): "2137" should be added. B5.- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cystoid macular edema and blurred vision. Medication was prescribed- "drugs/eye drops to reduce the oedema". The lens remains implanted and the problem was resolved. The cause of the event was reported as unknown. An article was later published in case report, citing a case study of "early postoperative cystoid macular edema after implantation of a posterior chamber phakic intraocular lens". Reportedly, "a part from visible edema in the left eye, fundoscopy showed normal posterior eye segments. Oct of the left eye confirmed the presence of cme". Claim# (B)(4).